Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting for the occlusion. Reportedly, the customer was using lumjev insulin with the pump. Tandem customer technical support informed customer that lumjev insulin is off-label per the user guide. Ultimately, the customer reverted to an alternate method insulin therapy.